Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient hadn't turned on or charged their ins for 6-8 months. The patient didn't need their therapy as they received epidural shots that relieved their pain. Their pain came back in the past month and they weren't able to charge their ins. Additional information was received from the patient. It was reported that the inability to charge was caused by the patient not charging enough and lack of use. The patient reported that the ins would be replaced. No further complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.